Manufacturer narrative:
The pump passed the functional testing, including the active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 25 alarm was noted in the long trace, high sleep current measurement, pump error 75 alarm during self test, unexpected pump error 23 alarm, pump error 49 alarm and pump error 68 alarm after battery change. Unable to determine the root cause due to pump preservation. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, a fading serial number label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 13.4 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.